Manufacturer narrative:
Due to character limitation in e1 for full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit did not turn on and there was no display on the display screen and touch screen. There was an alarm and the device did not start normally. There was no patient involvement reported.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is (B)(6). Corrected fields : h6 ( medical device ¿ problem code ) , e2. Updated fields: b4, d9, e1( initial reporter , event site telephone ), g3, g6, h2,h3, g1(contact person ¿ mfg site ), h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) inspected on-site at the hospital to confirm the fault reported by the customer. Fse replaced the pcba, video generator (d670-00-1182). The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and is ready for clinical use.